Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd treatment with the liberty cycler and the patient becoming unresponsive and subsequently expiring at the hospital. The cause of the patient¿s death cannot be determined with the information currently available. However, there is no objective evidence that indicates a liberty cycler malfunction that caused or contributed to the patient¿s event. The patient was elderly with esrd and was dialysis dependent which are significant mortality risk factors; it is unknown if the patient had any additional comorbidities that may have caused or contributed to the patient¿s death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient contact reported a fresenius peritoneal dialysis (pd) patient that was found unresponsive while connected to the liberty cycler on (B)(6) 2018 at 8am. A call to emergency medical services (ems) was placed and the patient was subsequently transported to the hospital (details surrounding resuscitation efforts are unknown). The patient reportedly expired at the hospital later that day. The patient¿s comorbidities and cause of death is unknown currently. There have been no reported liberty cycler deficiency or malfunction associated with the patient¿s death at this time. No further information surrounding the patient¿s death are known at this time.